Manufacturer narrative:
Product ID: 8709sc, serial#(B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
On 8/21/2014 information was received from a healthcare professional (hcp) indicating that the patient¿s pump contained lioresal. The patient had symptoms of increased spasticity. There was no acute withdrawal. The catheter issue and location of the issue were unknown. A CT dye study was performed, but the results were normal. The catheter was replaced on (B)(6) 2011. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: catheter.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated catheter failure had occurred (no specific event date provided). The patient experienced spasticity and pain. Explant surgery was performed on (B)(6) 2014. No further complications were reported/anticipated.

Event description:
It was reported that for the initial pump the catheter fell out, so it had to be replaced.